Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that a patient experienced poor vision following an intraocular lens (iol) implant procedure. Additional information was provided by a certified ophthalmic assistant, who reported that the patient had the iol exchanged for a different lens model.